Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. Since the implantation of mesh device, the patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineoplasty. It was reported that following insertion the patient experienced pain, bladders infection and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of erosion of vaginal mesh on (B)(6) 2013 due to vulvar cyst.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery.

Manufacturer narrative:
It was reported that the patient underwent ureterolysis on (B)(6) 2008 due to urinary retention, s/p transobturator sling procedure performed with a&p mesh repair. (B)(4).